Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). The rep stated that the patient had seen doctor on 2/12 and no further complaints were reported. Physician advised the stimulation be turned back on as the spasms were reported unrelated to the device and original symptom relief had returned. The rep confirmed that the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence, urinary/bowel dysfunction. It was reported that the device is not working for them and something is not right. Patient said they were having a shocking sensation where the ins is at and they called their representative who had them turn the device off for the weekend because they thought it was the electronic device itself. Patient then said they have been having bladder spasms and dr. Schuster will not help them with those and said to take over the counter medicine. Patient mentioned that they spoke with hcp and they suggested some adjustments, but the pain was not getting better so 2 days ago they decided to turn off the therapy, they have a follow up appointment tomorrow february 12th. Patient also mentioned that when they had the temporary device it worked and they took it out a week in between putting the permanent one in and they were telling everyone how much they were missing it because it helped them so much but now with the permanent device it's not working like the temporary one. When asked when the sensation started patient mentioned that one day they were sitting with their dog in their lap and they had to throw them in the floor because of the pain and that their husband helpt them to get up from the floor. The patient was redirected to their healthcare provider to further address the issue. Patient reported: they were having a shocking sensation where the ins is result of call: patient declined education / redirected to hcp.